Event description:
It was reported that critical alarm was not heard but was confirmed by telemetry. It was noted that the patient had an empty reservoir. It was reported that the patient had a return of spasticity. It was noted that the patient had been seen by their healthcare provider (hcp) and interrogated. It was reported that the pump was filled and the patient had no withdrawal symptoms. It was noted that the patient¿s pump was used to infuse gablofen. It was later reported that the patient missed a refill. It was noted that the patient had increased spasticity. It was reported that the patient was filled and returned to their previous dose. It was noted that the healthcare provider (hcp) and the patient¿s parent were unable to hear alarms on pump.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j10844r45, implanted: (B)(6 )2002, product type: catheter. (B)(4).